Event description:
Caller reported cgm error 42, indicating an issue with getting the pump to charge. There was no adverse impact to the customer¿s blood glucose level. Customer received a replacement cable and plans to try a different adapter with the help of her daughter and a laptop. Technical support provided complete pump reset information and intends to follow up.